Event description:
In'l ((B)(6)) complaint rec'd. Concerning occlusion/flow issues with use of 011-c3300, microclave connector. It was reported "while delivering prostaglandin (by syringe) using a central track by a vygon catheter and alaris carefusion pump, nurses detected that it was not delivering the drug. Pump pressure increased and alarm sounded due to this occlusion. Healthcare professionals had to stop the infusion, check everything got permeability and checked the system worked again without the microclave. Infusion rate was 1/2 ml/hr." Pt experienced temporary decline in baseline o2, therapy was administered, and pt returned to baseline status. No adverse consequences were reported. The manufacturer has been advised the involved 011-c3300 connector was retained but the involved mating and access devices are not available to be returned for analysis. Additional event/usage info has been requested but as of the date of this report no responses have been provided. Pending receipt of the available device, engineering investigation and analysis will be conducted.